Event description:
It was reported that a system error 2240 (air in set) alarm occurred during drain cycle two of five on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that the patient had disconnected incorrectly and then reconnected to the setup. The tsr reviewed proper procedure with the patient. The patient planned to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting and reconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.